Event description:
In early 2009, the patient reported elevated blood glucose readings up to 459 mg/dl beginning the day prior. Symptoms were dry mouth and headache and she treated her readings by bolusing insulin. She stated that in the afternoon, she discovered her infusion headset cannula was bent. It had been in use for one day. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.